Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm2310, and no nonconformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion on (B)(6) 2019 and suture was used. The suture was detached from the needle easily during interrupted suturing on the fascia. It was a control release needle. There were no adverse patient consequences reported.